Event description:
It was reported that the artificial urinary sphincter (aus) device was not working properly. The aus device was explanted, and a new device was implanted. There were no patient complications.